Event description:
It was reported that approximately 2/3 through the coronary artery bypass graft procedure, the device stopped working. No error codes were reported. The case was completed with another disposable. No patient consequence.